Event description:
Medtronic physio-control is investigating reports of broken case standoffs. Broken case standoffs can compromise the watertight seal of the unit which could cause or contribute to injury in certain environments. There have been no injuries reported as a result of broken standoffs.